Manufacturer narrative:
The a/c adaptor has not been returned to the manufacturer. The patient was sent a replacement adaptor. An investigation will be performed but has not yet begun.

Event description:
The member alleged that when attempting to charge the meter, sparks would come out of the outlet and burned the charger.